Event description:
We received an allegation about discrepant results for 2 patients' samples tested with tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application assay on a cobas 8000 cobas c 502 module. Patient 1: initial result: 10.80%. Repeat result: 6.20%. Patient 2: initial result: 7.10%. Repeat result: 5.50%. No questionable results were reported outside the laboratory. The repeat results matched the patients' previous results.

Manufacturer narrative:
The tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application reagent lot number was 81997601 with an expiration date of 30-apr-2026. The field service engineer found that the gear pump head was not providing adequate pressure for the internal cleaning of the pipette; one of the pipettes was clogged, and the sample pipette seal was severely deteriorated. He replaced the gear pump head and the syringe seals and adjusted the dispensing flow of the wash station. He then performed mechanical adjustments to the sample pipette. No further issues were reported after the service visit. The investigation determined that the issue was maintenance-related.